Manufacturer narrative:
The device is expected to be returned after explant. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion, and was indicating eri-elective replacement indicator. The device is expected to be explanted and replaced. No further information has been received at this time. No adverse effects were reported.

Event description:
It was reported that premature battery depletion was suspected, and that the device triggered eri (elective replacement indicator). Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion, and was indicating eri-elective replacement indicator. Therefore, it was indicated that the device would be explanted and replaced. No adverse effects to the patient were reported. A request was sent to obtain additional information regarding this event. The field rep responded that he had followed up with the hospital to inquire about this event; however, no information could be obtained as to whether the device was explanted or the patient status.

Manufacturer narrative:
The device was explanted and has been received for analysis, which is currently in progress. This report will be updated upon the completion of the investigation. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that premature battery depletion was suspected, and that the device triggered eri (elective replacement indicator). Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.